Event description:
Found string and core cotton of tampon - in vagina [foreign body in reproductive tract]. String and core cotton - from tampon [device breakage]. Case narrative: consumer reported via social media that several days after her last tampon use, the string and core cotton pieces had worked themselves out of her vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.